Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Device not returned to manufacture.

Event description:
Event was reported by a smiths medical distributor. The distributor contact reported that the home care patients cannula bent on the cleo 90 infusion set. This caused the patient to have an increased blood glucose of 340 mg/dl. Patient changed out site and delivered a manual injection. No patient injury occurred.